Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "it was noticed that the broach handle is cracked in the body where the offset is supposed to be welded to the frame." There was no adverse consequence to the pt.